Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a complaint reporting that, during testing of the hlm prior to use in a procedure, the roller pump displayed a 000800 error code, which indicates a relay test failure. The pump was power cycled to clear the error code. The pump was used as a section pump during the case. No pt injury was reported. Sorin group (B)(4) has requested that the product be returned for eval. The investigation is ongoing. A follow up report will be filed when the investigation is complete.

Event description:
Sorin group (B)(4) received a complaint reporting that, during testing of the hlm prior to use a procedure, the roller pump displayed a 000800 error code. The pump was power cycled to clear the error code. The pump was used as a suction pump during the case. No pt injury was reported.